Event description:
The nozzle separated from the barrel while injecting cement. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of eval: the root cause of the field complaint is attributed to a less than optimum weld of the extender tube and syringe body. Corrective actions was implemented to preclude this condition.